Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic and the atrial lead exhibited intermittent noise resulting in automatic mode switch episodes. The physician decided not to perform any intervention and the patient would be monitored.